Manufacturer narrative:
A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events. The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components. The user facility was sent the initial field safety notice letter on january 08, 2016, which informs users of the risk and advises that visual inspections be completed prior to each use. The field action activities including inspection and additional labeling are ongoing. The letter was confirmed as delivered and signed for by (B)(6) on (B)(6) 2016. No confirmation of receipt (as requested in the initial field safety notice letter) has been returned to trumpf medical at this time.

Event description:
The trulight 5510 spring arm was identified as separating from the central axis. Hospital maintenance staff noticed that a gap was developing between the connection point of the spring arm and central axis in operating room #203. Operating room #203 was shut down immediately. A service call was made for (B)(4) and repair was completed on (B)(6) 2016.